Event description:
Caller reported a malfunction on the pump, which occurred after it was dropped off the bed onto the ground. There was no adverse impact to the customer¿s blood glucose level. The customer decided to use a backup insulin pump to ensure continuous insulin delivery.